Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, lead noise/artifact issue on the pacing and sensing vector on the lead was observed. It appeared that the noise was non physiological signal deflections on the discriminatory channel. The lead functions otherwise were normal. Patient was to be brought into the clinic for further testing. It was recommended to perform further evaluation and attempt to reproduce the noise signal through pocket manipulation. No intervention was performed. Patient was stable.

Event description:
New information received notes noise was still occurring on the lead and could not be addressed by programming. Possible lead revision was discussed. The patient was scheduled for a follow up appointment. No further information is available at this time.